Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A review of the system logs showed that the incomplete firings were due to firing force reaching the specified limit. Prior to the handle entering firing mode during clamping, the specified load limit was reached. The handle monitors the strain gauge and if the force reaches or exceeds the maximum force value the power pack shall stop firing. It is likely that thick tissue is what triggered the handle to reach excessive load. This indicates that the handle performed as intended by not outputting more force than its design intent. It was reported that the handle partially fired. The reported issue was confirmed. The most likely cause was not traced to the device. The handle reached the maximum force reading by the strain gauge causing the high firing force screen to appear on handle as a safety measure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the antrum of stomach, twice on the initial firings, the stapler was able to fire, both reloads only fired approximately 1/3 of the length of the reload, with the staples towards the incomplete end of the line being unformed. The staple line was incomplete centrally. The staples fell into the patient's cavity and were removed by laparoscopic graspers. There was tissue damage with surgical intervention. A manual handle with new reloads were used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the antrum of stomach, twice on the initial firings, the stapler was able to fire, both reloads only fired approximately 1/3 of the length of the reload, with the staples towards the incomplete end of the line being unformed. The staple line was incomplete centrally. There was tissue damage with surgical intervention. A manual handle with new reloads were used to complete the case.